Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") and salpingitis ("both fallopian tubes appeared inflamed and enlarged with either hydrosalpinx or pyosalpinx") in a 45 year-old female patient who had essure inserted (lot no. 731807) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of endometriosis, parity 2, multi gravida, adenomyosis, endometriosis, abnormal uterine bleeding, fibroids and pelvic pain female. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2022, 4295 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. An unknown time later she experienced salpingitis (seriousness criterion medically important) and pelvic pain ("pelvic pain female"). The patient was treated with surgery (robot-assisted procedure. Total laparoscopic hysterectomy, bilateral salpingectomy). The reporter considered medical device removal and salpingitis to be related to essure administration. The reporter commented: more than one essure related surgery-no. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: clinical history. Pre-op diagnosis: pelvic pain, fibroids, essure removal, abnormal uterine bleeding procedure: davinci laparoscopic hysterectomy, davinci salpingectomy. Davinci treatment of endometriosis, essure removal, cystoscopy post-op diagnosis: pelvic pain, fibroids, encounter for removal of essure, abnormal uterine bleeding (aub) a. Uterus, cervix, bilateral fallopian tubes, da vinci laparoscopic hysterectomy, bilateral salpingectomy uterus, 278 g, disrupted and fragmented: cervix-endocervical mucosa with tubal metaplasia. Endometrium proliferative phase endometrium. Myometrium- adenomyosis, extensive. Leiomyoma, intramural, 8 mm. Serosa fibrous adhesions. Bilateral fallopian tubes-essure devices. Benign paratubal cysts. Serosal adhesions. B. Posterior cul-de-sac, surgical treatment of endometriosis fragments of fallopian tube with hydrosalpinx. Endometriosis involving mesothelial-lined fibroadipose tissue gross description: right fallopian tube: attached length of right fallopian tube: 8 cm diameter of right fallopian tube: 0.5 up to 0.7 cm gross description: tan-pink, previously sectioned, with probable 0.5 cm paratubal cyst at the fimbrial end, sectioning shows tan-pink soft surfaces with pinpoint luminal diameter and with essure device at the cornual end left fallopian tube: attached length of left fallopian tube: 10 cm diameter of left fallopian tube: 0.5 up to 0.7 cm gross description: tan-pink with fibrous adhesions, sectioning shows tan-white soft surfaces with pinpoint luminal diameter and with essure device at the cornual end. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records pelvic inflammatory disease. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: medical record received. Events "salpingitis", "pelvic pain female", lot number, medical history, reporter information & lab data updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer, on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal"). In a 45 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2022, (B)(6) days after essure insertion. She underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered, medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery? No. Quality safety evaluation of ptc: for essure, no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 05-apr-2023, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 45-year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2022, 4290 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") and salpingitis ("both fallopian tubes appeared inflamed and enlarged with either hydrosalpinx or pyosalpinx") in a 45 year-old female patient who had essure inserted (lot no. 731807) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of endometriosis, parity 2, multi gravida, adenomyosis, endometriosis, abnormal uterine bleeding, fibroids and pelvic pain female. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2022, 4295 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On unknown date she experienced salpingitis (seriousness criterion medically important) and pelvic pain ("pelvic pain female"). The patient was treated with surgery (robot-assisted procedure. Total laparoscopic hysterectomy, bilateral salpingectomy). The reporter considered medical device removal, pelvic pain and salpingitis to be related to essure administration. The reporter commented: more than one essure related surgery-no. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: clinical history: pre-op diagnosis: pelvic pain, fibroids, essure removal, abnormal uterine bleeding procedure: davinci laparoscopic hysterectomy, davinci salpingectomy. Davinci treatment of endometriosis, essure removal, cystoscopy. Post-op diagnosis: pelvic pain, fibroids, encounter for removal of essure, abnormal uterine bleeding (aub). Uterus, cervix, bilateral fallopian tubes, da vinci laparoscopic hysterectomy, bilateral salpingectomy uterus, 278 g, disrupted and fragmented: cervix-endocervical mucosa with tubal metaplasia. Endometrium proliferative phase endometrium. Myometrium- adenomyosis, extensive. Leiomyoma, intramural, 8 mm. Serosa fibrous adhesions. Bilateral fallopian tubes-essure devices. Benign paratubal cysts. Serosal adhesions. Posterior cul-de-sac, surgical treatment of endometriosis fragments of fallopian tube with hydrosalpinx. Endometriosis involving mesothelial-lined fibroadipose tissue. Gross description: right fallopian tube: attached. Length of right fallopian tube: 8 cm. Diameter of right fallopian tube: 0.5 up to 0.7 cm. Gross description: tan-pink, previously sectioned, with probable 0.5 cm paratubal cyst at the fimbrial end, sectioning shows tan-pink soft surfaces with pinpoint luminal diameter and with essure device at the cornual end. Left fallopian tube: attached. Length of left fallopian tube: 10 cm. Diameter of left fallopian tube: 0.5 up to 0.7 cm. Gross description: tan-pink with fibrous adhesions, sectioning shows tan-white soft surfaces with pinpoint luminal diameter and with essure device at the cornual end. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records pelvic inflammatory disease. Lot number: 731807. Manufacture date: 2010-04. Expiration date: 2013-04. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 23-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.